Event description:
It was reported that a week prior (ca 27-dec-2020) the user accidentally touched the implant area while playing. There was redness and swelling observed and then the skin over the implant was broken. The skin flap was infected and the implant housing has extruded through the skin behind the ear. After treatment there was no improvement. The user has been re-implanted at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the implant through the skin. However, no microbiological analysis of the infected area was made available. Considering the young age of the recipient and the information received, it seems likely that the suspected infection was caused by inoculation of pathogens through repeated local and even unnoticed skin traumas, such as scratching or manipulating the implant area. Further, review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. In addition, in situ measurements show four channels with hi status due to undetermined reasons. This is a final report.

Event description:
It was reported that a week prior (ca 27-dec-2020) the user accidentally touched the implant area while playing. There was redness and swelling observed and then the skin over the implant was broken. The skin flap was infected and the implant housing has extruded through the skin behind the ear. After treatment there was no improvement. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the implant through the skin. However, no microbiological analysis of the infected area was made available. Considering the young age of the recipient and the information received, it seems likely that the suspected infection was caused by inoculation of pathogens through repeated local and even unnoticed skin traumas, such as scratching or manipulating the implant area. Review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. In addition in situ measurements show four channels with hi status due to undetermined reasons. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that a week prior ((B)(6) 2020) the user accidentally touched the implant area while playing. There was redness and swelling observed and then the skin over the implant was broken. The implant housing has extruded through the skin behind the ear. After treatment there was no improvement. The device has been explanted.